Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that their atlas monitor turns on for a couple of seconds and shuts off. The customer describes that intermittently, the device will sometimes shut down when they attempt to take a nibp reading or when they attempt to print. The unexpected shutdown of a bedside monitor may impact the clinician's ability to hear and see changes in the pt's condition. There was no report of any pt harm as a result of the reported event. The customer did not provide an pt info.